Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data have been inspected. During the inspection, the eos battery status could be confirmed. The battery voltage of the device was low. However, the root cause could not be determined from the available information. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
After an implantation period of approx. 39 months, it was reported that the device shows the eos status.

Manufacturer narrative:
It was reported that this device was explanted on (B)(6) 2020 due to eos. In the previous inspection in (B)(6) 2020, the battery level was normal. The patient denies encountering an electromagnetic field or participating in other activities that may cause premature discharge of the battery. The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data have been inspected. During the inspection, the eos battery status could be confirmed. The battery voltage of the device was low. However, the root cause could not be determined from the available information. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
It was reported that this device was explanted on (B)(6) 2020 due to eos. In the previous inspection in (B)(6) 2020, the battery level was normal. The patient denies encountering an electromagnetic field or participating in other activities that may cause premature discharge of the battery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, confirming the clinical observation. The device was implanted for 38 months and 15 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. The current consumption of the ICD was found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. There was no indication of a malfunction. All therapy functions were available and worked as expected. The overall current consumption of the module was directly measured and proved to be normal. The battery was sent to the manufacturer for a thorough analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified lithium plating, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.